Event description:
A report was received via social media that the device was causing pain and discomfort. It was also noted that the patients wires were moving around. The patient underwent an explant procedure.